Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while setting up the system before a case, the monitors were flickering. This issue was observed on the staff and external monitor. There was no patient present when this issue was identified. The medtronic representative verified the video chain components, found a loose dvi/vga adapter on the computer, re-tightened the connector and was able to stop the flickering from occurring.

Manufacturer narrative:
The name and occupation of the initial reporter was provided. A medtronic representative went to the site to test the equipment. Testing revealed that the issue was caused by a loose cable. The site did not see issues with the screen after tightening the cable. The system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.